Event description:
It was reported that during a routine check, this pacemaker was found to be in safety mode. The field representative attempted to interrogate the device but had to stop due to the patient losing pacing or capture and experiencing presyncope. It was recommended that the device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported beyond this revision procedure. The device has been returned and is pending analysis.

Manufacturer narrative:
Corrected fields: h6 impact codes.

Event description:
It was reported that during a routine check, this pacemaker was found to be in safety mode. The field representative attempted to interrogate the device but had to stop due to the patient losing pacing or capture and experiencing presyncope. It was recommended that the device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported beyond this revision procedure. The device has been returned and is pending analysis.

Event description:
It was reported that during a routine check, this pacemaker was found to be in safety mode. The field representative attempted to interrogate the device but had to stop due to the patient losing pacing or capture and experiencing presyncope. It was recommended that the device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported beyond this revision procedure. The device has been returned and is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device could not be interrogated. Testing found the device exhibited no pacing output. The device case was opened and the battery was removed and forwarded for detailed testing. Detailed testing confirmed the battery was depleted; however, the root cause could not be determined.